Event description:
Customer reported an issue involving a discrepancy between the displayed and actual time on their device, which exceeded five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer had already updated the pump time before contacting support and was advised by technical support to monitor the device and reach out again if the time discrepancy reoccurred. Customer acknowledged and understood the advice given.